Event description:
It was reported that a mobi-c revision surgery was performed due to anterior migration, and involved explantation of c5/c6 and fusion with trelloss csa.

Manufacturer narrative:
H6: additional method code: 4110. Corrections in d4: lot & UDI numbers, d9, and h3. Additional information in d4: expiration date, e1: first name, h4, and h6: investigation type, findings, and conclusions. Device evaluation: the explanted device was returned for evaluation. The articulating surface of the polyethylene insert showed surface deformation, burnishing, multidirectional scratches, embedded debris, and machining marks. The superior and inferior endplates showed evidence iatrogenic damage. The provided x-ray shows that the inferior plate has migrated anteriorly so that it is sitting proud of the vertebral body. Root cause: this event could be attributed to inadequate disc prep, a post-op event that could have caused the implant to loosen, or unknown patient or surgical factors. The evaluation did not conclude that any damages or deficiencies of the devices were observed. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c revision surgery was performed due to anterior migration and involved explantation of c5/c6 and fusion with trelloss csa.